Manufacturer narrative:
The insulin pump passed the displacement, prime, and excessive no delivery test. No excessive no delivery alarm noted. All buttons functioned properly. However, the insulin pump esc and act button found flat button dome. The connector was inspected and locked on lcd board. The insulin pump received with cracked battery tube thread and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Customer also reported that the act button had been intermittently responsive for about one month leading up to the call. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.